Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Reported event of handle cannula detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was opened for use in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during preparation, the rod in handle of the captiflex snare detached and the snare loop could not be extended. Prior to use, no visible damage was noted. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to fine.